Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified atrioventricular of right coronary artery. A 38 x 2.75mm promus premier¿ drug eluting stent was selected to treat the lesion but failed to cross the lesion. The device was removed from the patient and the proximal edge of the stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).